Manufacturer narrative:
H3-device evaluation: lens returned in a vial inside liquid. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -6.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. Refractive surprise was observed. On (B)(6) 2023 the lens was explanted. On the same day different surgery a replacement lens of the same model, size but different diopter was implanted. The replacement resolved the problem. Cause was reported as a patient related factor.